Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.